Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen ndl 31ga 8mm 100 bx 1200 USA needle broke off. The following information was provided by the initial reporter: material no: 320109 batch no: 0049334 it was reported needle broke off in the injection site and the patient felt pain. Verbatim: consumer reported, when she pulled the pen away after her injection, she noticed the patient end was missing. Stated, she believes needle broke off in her stomach. Stated, she is experiencing pain. Went to emergency room. Stated, xray was taken but needle was not located. Stated, if infection appears, she should follow up.